Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that the wake button was delayed in responding to touch. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, therefore no additional information was obtained.